Event description:
During a laparoscopic cholecystectomy procedure, the clips scissored. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.